Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the distal end of stent was damaged with bent and flared struts. There was no evidence of any damage or irregularities contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 32x3.00mm, eccentric, de novo target lesion containing a lesion bend between >45 and <95 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Following pre-dilatation, a 32 x 3.00 rebel stent was advanced but failed to cross the lesion even with a buddy wire technique. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damaged.